Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that patient experienced pericardial effusion, perforation, cardiac tamponade and procedure was aborted. During a paroxysmal atrial fibrillation ablation, a farawave catheter was selected for use. The patient underwent a standard cardiac ablation procedure. Initial steps included placement of cs and rv leads, with rv positioned at the apex. A trace effusion was noted pre-transeptal. Transeptal puncture was completed without complication. The left superior pulmonary vein (lspv) was wired, and the slider of the catheter was manipulated into a flower configuration. During procedure, the rv quad was tested for capture but was unsuccessful. The physician repositioned the catheter multiple times, eventually achieving capture after moving it septally. Two pulses were delivered, followed by rotation of the flower and two additional pulses. An anchor lesion was performed in preparation for posterior wall ablation. Upon entering the basket, carto mapping failed to visualize the farawave. Shortly thereafter, anesthesia reported a rapid drop in blood pressure. Intracardiac echocardiography (ice) revealed a pericardial effusion at the apex. A bedside echocardiogram confirmed right ventricular (rv) perforation with moderate effusion and cardiac tamponade. It was believed that the physician potentially perforated the rv with the quad catheter. The ablation took place for approximately five minutes and six flower applications were performed before the patient complications were observed. The farawave catheter was in the left atrium at the time of the event. Pericardiocentesis was performed, removing 168 ml of fluid. The patient was stabilized hemodynamically, extubated, and admitted for observation. The patient is expected to fully recover from the event. The procedure was cancelled due these complications. The farawave catheter is not expected to be returned for analysis as it was disposed.